Event description:
It was reported that the patient line of an automated peritoneal dialysis set was leaking during patient use. The home patient (hp) stated that the homechoice (hc) machine did not alarm. The hp did not know that the patient line was leaking until the hp's spouse saw a puddle of solution on the floor. The hp noticed afterward that there was a jagged cut on the line. The hp was given antibiotics as a preventative measure the morning after the event. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A visual inspection and leak testing confirmed the reported issue because a cut was found in the patient line which had leaked. The device was also used in a simulation of a therapy and the solution was found to be leaking on to the floor. Clear passage testing and a clamp function test were performed with no issues noted. The cause of the cut in the tubing that led to the leak was not known. Should additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. A review of all batch record documents was conducted for lot number h13f21099 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.